Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 560 mg/dl. The customer was treated for the high blood glucose with a manual injection. Customer calling in because they found out that the tubing of the infusion set came apart. The customer returned the product for analysis.